Event description:
The pt's therapist noticed a "red, blotchy" skin lesion that progressed to blisters in the same area she was using a care tens device. The pt reported that she did not feel the injury occurring and this might be due to her application of ice on the scar area above the electrode application site.

Manufacturer narrative:
The company's investigation of this event determined that a "serious injury" as defined by 21 cfr 803 did not occur and that no evidence was uncovered that indicates a reportable device malfunction. Upon device return and investigation, deterioration was noted in a lead wire overmolding, but no indication of an originally defective wire was observed. Even though this incident does not appear to meet the definition of an MDR reportable event, the investigation was still ongoing at the 30 day threshold. In an abundance of caution, care rehab, inc. (Cri) is submitting this retrospective MDR to ensure compliance with 21 cfr part 803.